Manufacturer narrative:
Siemens has completed an investigation of the event. Logfiles were requested for investigation but were not shared by the customer. Therefore, a deeper investigation was not possible. It was recommended to rebuild the database if the issue were to reoccur. The customer has not reported this failure again. This incident has been rated as a single event.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom drive CT system. On (B)(6) 2023, after completion of a scan of an 11-year-old female patient, reconstruction of the images was not possible due to a frozen system. The customer contacted siemens healthineers service and performed a system restart; however, reconstruction of the scanned images was still not possible because of an error message of the scan protocol. As a result, a rescan of the patient was necessary. No negative health consequences were reported for the patient associated with the reported event.